Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the reported event of balloon material torn and balloon leak. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a maxforce biliary catheter balloon was used during a dilatation in the esophagus procedure on (B)(6) 2012. According to the complaint, during the procedure, as the balloon was being inflated inside the patient, the balloon leaked and a tear was noticed in the balloon material. The procedure was completed with a different device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the complaint device found the balloon material was fully deflated. The catheter was examined and was found to have a kink. An attempt to inflate the balloon material failed due to the presence of a pinhole in the balloon material. The reported defect of was confirmed as there was a pinhole in the balloon. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a maxforce biliary catheter balloon was used during a dilatation in the esophagus procedure on (B)(6) 2012. According to the complaint, during the procedure, as the balloon was being inflated inside the patient, the balloon leaked and a tear was noticed in the balloon material. The procedure was completed with a different device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.